Event description:
It was reported that this right ventricular (rv) lead was explanted due unknown reasons. Subsequently, a temporary wire was implanted. It was stated that this lead is not a (B)(6) product. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).